Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches.no rewind anomaly noted.the pump primed properly. The pump was monitored and no unexpected failed battery alert/battery failed alarm, pump error 35 alarm and motor error alarm noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump.there was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 03-aug-2023. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date.however, failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:27:15.000insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:27:01.000(B)(6) 2023 18:27:49.000low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 15:21:00.000insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:04:57 am. There was no power data available for the date of (B)(6) 2023 at 18:27:15.000 and 15:21:00.000. Unable to check power data for low battery alert and failed batt/battery failed alarm.no unexpected low battery alert and failed batt/battery failed alarm noted during testing. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 03-aug-2023 in the formatted history file. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Failed battery alert/battery failed alarm, prime/fill anomaly, rewind anomaly, no delivery alarm/insulin flow blocked alarm, pump error 35 alarm, keypad anomaly and motor error alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated multiple allegations on pump like pump rejected batteries, slower during rewind, motor error no insulin delivery and buttons are harder to press. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per healthcare professional instructions. The insulin pump will not be returned for analysis.